Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump had keypad anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer reported that the down arrow on the keypad was hard to press and he had to push it more than once. The customer also reported that the insulin pump had rejected new batteries, there were scratches on the screen and reservoir window, and rewind had gotten slower. The insulin pump will not be returned for analysis.